Event description:
It was reported that pump issued cartridge alarm 20 and caller indicated issue did not cause blood glucose to exceed critical levels. There was no adverse impact to the customer¿s blood glucose level. Customer planned to continue using current pump and rely on alternate insulin method if necessary, while technical support arranged shipment of replacement pump with updated software.